Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause: no root cause can be determined as no samples were received.

Event description:
It was reported there was difficult plunger movement while using four 3 ml bd luer-lok¿ disposable syringes with bd luer-lok¿ tips as the consumer stated they "would not allow her to depress the plunger as they were stuck." There was no report of exposure, serious injury or medical intervention.